Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples processed on the vitros eci immunodiagnostic system. An ocd field engineer cleaned the signal reagent vent tubing and performed maintenance procedures during the investigation. It is unknown if the samples in question were processed in accordance with the tube manufacturer's recommendations as this information was requested but not provided by the customer. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre analytical sample processing or an instrument related event cannot be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results from multiple patient samples processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. It is unknown if the higher than expected results were reported out of the laboratory as the customer routinely repeats > url vitros trop I es results. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)